Event description:
It was reported that when the surgeon placed the device, there was no stoma obstruction. The idea was that the band gave a narrower stoma after placement. To solve the problem, a gastric tube was placed. After a few weeks, the band was inflated for the pt. The band was not explanted after surgery, the pt is doing fine now.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.